Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the inability for one of the screws in the backup battery cover to screw in was confirmed via the evaluation of the returned system controller, serial number (B)(6). Further analysis of the backup battery cover screw issue confirmed that the top left backup battery cover screw did not thread into the controller case. It was observed that the helicoil threading was missing from the controller housing preventing the screw from being threaded in. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause for the reported event was determined to be an incorrect installation of helicoil which prevents the screw from forming a secure connection of the cover plate to the system controller. This issue is being monitored for similar events. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator had opened a system controller to prepare for an implant and it was defective out of the box. One of the screws that seal the emergency backup battery did not screw. It appeared the hole was too big so the threads weren't catching.